Event description:
It was reported that while preparing for the procedure, the maverick2 monorail balloon catheter broke. When the assisting physician attempted to remove the protective tube from the catheter, the catheter broke near the guide wire port. The procedure was completed with another maverick monorail balloon catheter. There was no patient interaction with the device. Patient status listed as "good".